Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed as the device passed the image test and there was no error. However, additional findings include: the plastic cover was chipped at the channel and scratches were found, the bending section cover glue was peeling, there was low angulation, the radiofrequency identification label was lifted and the scope connector upmark was faded off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that there was no image and an unrestorable error code on the evis exera iii bronchovideoscope that was found during preparation for use. There was no patient or other person affected or involved in the event. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.